Event description:
It was reported that prior to start of an assisted da-vinci surgical procedure, the long bipolar grasper instrument had a broken cable. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and failure analysis investigation did not replicate or confirm the customer reported event. Visual inspection displayed no signs of cable breakage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity test and delivery energy without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site were also identified: the long bipolar grasper instrument was found to have a broken bipolar yaw pulley. Upon arrival, the broken piece was still attached to the instrument but fell off during investigations. The fallen piece was unable to be located. Common causes of the failure mode broken instrument bipolar yaw pulley are typically attributed to mishandling/misuse, such as excessive force applied to the distal end of the instrument. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The instrument was found to have damage to the conductor wire¿s insulation at the yaw pulley. Visual inspection found the wire was not exposed. The instrument passed electrical continuity test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional and released energy normally. The root cause is attributed to a component failure. This complaint is reportable malfunction event due to the following conclusion: failure analysis acknowledges that a fragment was broken from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.